Event description:
It was reported that guidewire tip detachment occurred. The patient underwent percutaneous coronary intervention (pci). A 185cm moderate support straight tip pt2 guidewire was selected for use in the stenting procedure to a lesion in the right coronary artery. The tip of the pt2 guidewire detached. The detached tip remained in the vessel. The procedure was cancelled. No patient harm resulted in relation to this event.

Manufacturer narrative:
Additional information stated that there was not a procedural delay, and the procedure was not cancelled. Event description updated to reflect the new information. Removed impact code surgical procedure delayed f1909 and added no health consequences or impact f26.

Event description:
It was reported that guidewire tip detachment occurred. The patient underwent percutaneous coronary intervention (pci). A 185cm moderate support straight tip pt2 guidewire was selected for use in the stenting procedure to a lesion in the right coronary artery. The tip of the pt2 guidewire detached. The detached tip remained in the vessel. The procedure was cancelled. No patient harm resulted in relation to this event. It was further reported that the lesion was 60 to 70% stenosed. Mild tortuosity and moderately calcified. There were no snaring attempts, the detached pt2 is lodged in a distal tortuous vessel. There is no impact the blood supply to the heart. The procedure was not cancelled. The event was noticed at the very end of a ptca standard procedure. There were no patient complications. Patient was discharged from hospital two days later.

Event description:
It was reported that guidewire tip detachment occurred. Procedure summary: the patient underwent percutaneous coronary intervention (pci). A 185cm moderate support straight tip pt2 guidewire was selected for use in the stenting procedure to a lesion in the right coronary artery. The tip of the pt2 guidewire detached. The detached tip remained in the vessel. The procedure was cancelled. Patient status: no patient harm resulted in relation to this event. Additional details: it was further reported that the lesion was 60 to 70% stenosed. Mild tortuosity and moderately calcified. There were no snaring attempts, the detached pt2 is lodged in a distal tortuous vessel. There is no impact the blood supply to the heart. The procedure was not cancelled. The event was noticed at the very end of a ptca standard procedure. There were no patient complications. Patient was discharged from hospital two days later.

Manufacturer narrative:
Device evaluated by manufacturer. The pt2 guidewire was returned and there were no visual damages or detachments were noticed in the device. Dimensional testing was performed and the was measured for the overall length. The device passed measurement specification. Media was provided by the facility. The media revealed CT scans related an unknown anatomy without any device showed.